Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 446 mg/dl. The customer stated that they did not feel the insulin pump was the reason for high blood glucose levels. The cannula was not inserted completely. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting for insulin pump. The insulin pump will not be returned for analysis.